Event description:
On 3/25/2024, it was reported by a sales representative via sems-06549732 that the implants from an ar-4551 sutureloc meniscal root repair kit tensioned to early, and it did not seat. Another ar-4551 sutureloc meniscal root repair kit was used to complete the case. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed use error. The surgical technique notes the following: it is important to secure the main anchor sheath with a hemostat while passing the repair suture to ensure the conversion sutures are not prematurely displaced from the anchor sheath.